Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via a merlin.net. Transmission. The device was reprogrammed and a successful dft test was performed.